Manufacturer narrative:
Batch review performed on 10 july 2018; lot 1620220: (B)(4) items manufactured and released on 13 october 2016. Expiration date:2021-09-25; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The screw broke during insertion (acdf) with drivers 03.70.0032 and 03.70.0033. Part of the screw fell into the patient, the surgeon was able to recover the broken part and fragments. A second screw was used, there was a five minutes delay.

Manufacturer narrative:
To date, the device was not received for investigation. No information about its effective availability. Preliminary investigation performed by r&d project manager: although no definitive root cause can be established, it is most likely that a non-standard action occurred during the device application that results in an abnormally high stress on the device. This type of breakage has not been identified as a systemic issue of the device, and the batch record review does not indicate any potential manufacturing related issue.